Event description:
It was reported that the patient experienced tape not sticking event on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: polandname: (B)(6)country: united states of americastreet: (B)(6)  based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 3003442380